Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device with an allegation of error code present. The device observed issue is in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. Visible foam degradation was found in the device assembly. Error code 53 (indicating an issue with the pca) was found in the device log history. There was no patient harm or injury associated with this notification and no increased risk to the intended user.